Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reloaded the same cartridge and was able to clear the alarm and resume insulin therapy. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies to address the issue. Customer's blood glucose level ranged from 225-240 mg/dl.